Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv3533 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had a dilator in the custom kit with sharp edges on it. When the inserter tried to break the dilator she was ¿poked¿ by something razor sharp. Upon assessment it was noticed that the dilator had a piece of plastic sticking straight up where the bard imprint is on the dilator. The inserter changed her gloves as a precaution however it is unknown if it pierced the skin." 03/26/2020- additional information received stated, "caregiver experienced a sharp sensation on her thumb. It was observed that there was a defect in the peel away sheath handle as a sharp piece of plastic was noted near the ¿bard¿ label." (B)(6) 2020- no prophylactic therapy was reported.

Event description:
It was reported "we had a dilator in the custom kit with sharp edges on it. When the inserter tried to break the dilator she was ¿poked¿ by something razor sharp. Upon assessment it was noticed that the dilator had a piece of plastic sticking straight up where the bard imprint is on the dilator. The inserter changed her gloves as a precaution however it is unknown if it pierced the skin." (B)(6) 2020- additional information received stated, "caregiver experienced a sharp sensation on her thumb. It was observed that there was a defect in the peel away sheath handle as a sharp piece of plastic was noted near the ¿bard¿ label." (B)(6) 2020- no prophylactic therapy was reported.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a molding defect is confirmed and was determined to be manufacturing related. One half of a 4.5 fr microintroducer sheath was returned for evaluation. An initial visual observation showed no blood residue on the returned sample. Excess flash was observed protruding from the end of the t-handle near the bard logo. A microscopic observation revealed the flash on the t-handle was pointed but with a rounded tip. The flash was measured and was found to be approximately 0.04695 in. Long at its highest point. The investigation was forwarded to the manufacturing facility for further evaluation. Reynosa evaluation . Complaint due to ¿piece of plastic was noted near the bard logo¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual and measurement taken at vad lab the following was concluded: the excess of flash adhered on the t-handle was found to be out of specification per dwg & vs. A lack while removing flash was confirmed. Therefore, the cause of this condition is manufacturing related. As part of reinforcement about this issue, an awareness communication was provided to all personnel involved on this operation. A lot history review (lhr) of redv3533 showed no other similar product complaint(s) from this lot number.